Event description:
On (B)(6) 2012, the patient contacted animas and reported that she received a suspend message from the pump. The patient stated that there were two auto suspends noted in the pump's history and that she denied manually suspending the pump. This complaint is being reported as the patient alleged that the pump was suspending without any intervention.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump black box data revealed no evidence of the complaint of the unintended suspension due to overwritten data from continued use. Adequate investigation of the complaint could not be completed due to an unrelated, unresponsive pump keypad. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.